Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The failure to cycle could not be confirmed. The difficult to open or close was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. In this case, it is possible the foot of the device was in the access site preventing the foot from opening during the first attempt. It is likely that a cuff miss occurred due to an interaction with patient anatomy during deployment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a proglide device after right leg angiography interventional procedure using an 6f sheath. Reportedly, during step one the footplate felt stuck. The device was removed, and the footplate was reopened and reclosed without issues. The device was re-advanced into the anatomy and a cuff miss [suture retrieval issue] occurred during step three. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.